Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va00dpw, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type :programmer, patient. (B)(4).

Event description:
It was reported the patient was going to be getting their implantable neurostimulator (ins) and lead taken out on (B)(6) 2013 because they needed to get an MRI done. It was stated the patient had a stroke, seizures, and short term memory loss and their healthcare provider didn¿t know what was causing it so they needed to do an MRI. The patient stated the MRI was not related to the ins. It was noted the patient thought they needed to update their battery because they were going to the bathroom a lot more and they were not emptying their bladder all the way since a month prior to report. It was stated the patient went to the bathroom at the doctor¿s office and they still had 120 ml left so they thought the battery needed to be redone.